Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting loss of capture after a pacemaker mediated tachycardia (pmt) episode. The electrocardiogram shows undersensing due to fusion beats, technical services (ts) was consulted and reviewed possible reasons for the exhibited pattern. This crt-d remains in service. No adverse patient effects were reported.